Event description:
The ICU medical spiros would not connect properly to the syringe used to draw up the product in the clean room. There was no "crack" sound/feeling indicating that the device was properly attached.